Event description:
Patient called lfs and alleged that the meter was reading inaccurately low. The patient was comparing their meter to another meter. Patient's meter read 65 mg/dl and the other meter result was not reported. This is an invalid comparision. The patient also performed two control solution tests which failed. New meter, test strips and solution are being sent to the patient. No further information has been reported.